Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and excision of mole; due to symptomatic cystocele, rectocele and sui. It was reported that following insertion the patient states her life has been altered, she no longer feels like the same person. It was reported that following insertion the patient experienced lower abdominal pain and incontinence on a daily basis.